Manufacturer narrative:
The t:slim x2 user guide states: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level (400 mg/dl). The customer stated the reason for the elevated bg level was unknown and the customer had delivered a bolus prior to experiencing the elevated bg level. A manual injection was delivered and the customer stated their bg level had began to drop (352 mg/dl at the time of the call). System check with tandem technical support indicated the pump was performing as intended. Tandem technical support recommend that the customer change out the infusion set site however, the customer declined. The following day the customer experienced a elevated bg level of 238 (mg/dl) which was addressed using a bolus via a pump. The customer's bg then continue to rise to 368 (mg/dl). Later, the customer stated their bg level dropped to 65 (mg/dl) because of the correction bolus delivered earlier in the day. The customer declined troubleshooting and declined to provide any further information regarding the reported events. A recommendation was made for the customer to discuss bg levels with their healthcare provider.